Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units door has broken off. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse stated that the hinge was physically broken by the customer. The fse replaced the hinge after removing it from the customer's hinge assembly. The fse performed full functional and safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.